Event description:
It was reported that this right atrial (ra) lead was surgically abandoned after exhibiting high out-of-range pacing impedance and high thresholds. No additional adverse patient effects were reported.